Event description:
It was reported via repair work order that allegedly the bed alarm was not working and the patient fell out of the bed. The patient was treated for minor injuries. Upon evaluation of the unit by the service technician, no device defect or malfunction was found. There was patient involvement; however, no clinically relevant delay in treatment was reported.